Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed two electrical fault alarms logged on (B)(6) 2021 at 00:14:29 and 13:09:05 due to an overcurrent condition on the front stator, resulting in the pump running on the rear stator only. Additionally, a sudden increase in power consumption to parameters above normal operating range was logged on (B)(6) 2021 due to the increased power consumption required to run on a single stator. No high watt alarms were logged within the analyzed period. As a result, the reported event was confirmed. Of note, it was reported that a splice procedure was not performed due to the patient's condition. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm and high power event can be attributed, but not limited, to damage to the driveline wires and/or driveline connec tor. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms and that the driveline cable had a wire to wire short. The vad was operating on the rear stator and exhibited high watts. The driveline remains in use and unrepaired due to the risk of a vad stop due to operating on single stator mode. The vad remain in use. No patient complications have been reported as a result of this event.